Event description:
The manufacturer received information alleging maintenance was required on a garbin evo ventilator. The device was in use on a patient at the time of the occurrence. There was no report of harm or injury. The garbin evo ventilator was returned to the third-party service center for evaluation. During the evaluation it was noted that an error code in relation to (the device software has detected a large pressure drop between the monitor and outlet pressure sensors) was recorded in the device event log. The technician confirmed the event was caused by contamination in the machine flow sensor. In conclusion the machine flow sensor, blower, bellow and proximal in-line filters were replaced to address the issue. The device passed all testing. Additionally, during the evaluation and error code in relation to (soft power fail) was recorded in the device event log unrelated to the reportable malfunction. Preventive maintenance was performed therefore the following parts were replaced: muffler assembly, particulate filter, air inlet foam filter. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.